Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, three green cartridges were fired without incident. On the fourth firing with a gold cartridge, a crunching noise was heard and you could see that the tissue was being pulled. Two more gold cartridges were fired without incident. The surgeon stapled another gold cartridge and over sewed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Nicked knife. Additional information was requested and the following was obtained: were the staples malformed? Cannot tell for sure. One row of staples were not formed at all on innermost staple line. Did the device deliver a complete cut line? Stapler did cut but did not appear to be a ¿clean cut¿. Did the device deliver a complete staple line? If no, please describe the area of the staple line that was missing staples. It appeared as though only two rows of staples were formed the innermost staple line was not formed at all and neither the staple line or cut line were uniform. The analysis found that one ple60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 3/4. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No strange noises were heard during functional testing. The event could not be confirmed as no malformed staples were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.